Manufacturer narrative:
Catheter: model: 8709sc, serial #: (B)(4), implanted on: 2011 (B)(6), explanted on: unk. Catheter: model: 8731sc, serial #: (B)(4), implanted on: 2011 (B)(6), explanted on: unk.

Event description:
A confirmed motor stall and motor stall recovery was reported. It was stated that patient had a MRI on 2011 (B)(6), which was when the stall was recorded in the event logs. In addition a tube set prior to the stall recovery was also noted. Patient was asymptomatic per reporter. Drug delivered via the pump was dilaudid.

Event description:
It was later reported that the MRI was performed while the patient was hospitalized. Telemetry was not performed immediately following the MRI. It was noted there was no injury; just the message that appeared in the telemetry reading. Multiple reprogramming's had been performed and pump refill performed; no evidence of any pump performance problems.